Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. Neither the service intervention on site nor the examination in the laboratory could provide a clear result. The screening of the log files did not indicate any malfunction of the patient couch. The log file showed changes in the position of the patient couch. Therefore, a blockage can be excluded. Additionally, the log file shows that motor movement was possible in principle and the c-arm recorded no malfunction. It is not possible to determine retrospectively what could have ultimately caused a problem on site, especially since intervention was carried out on site and the system is no longer in the malfunction status because of this intervention. More in-depth analysis is therefore no longer possible. The relevant parts were proactively replaced on site, adjustments were made and the system was finally tested and the error has not been reported again. A possible general error that would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q floor system. During an interventional procedure, the user reported that the table float became erratic. The procedure was continued, and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.